Event description:
Indications: positive angina symptoms with positive troponins, patient was found to have severe right coronary artery disease on heart catheterization with patent lima graft to the diagonal and patent svg to the marginal. Patient is brought back to stent the right coronary artery at the ostium and attempt stenting of the posterolateral and posterior descending artery branches. The vein to this territory was occluded.the patient was brought to the cardiac catheterization laboratory. The right inguinal region was prepped and draped in the usual sterile fashion and anesthetized using 1% lidocaine. Using the front wall technique a 7 f sheath was inserted into the right femoral artery. Patient received angiomax bolus and infusion. Activated clotting time was 388 seconds. Patient was on aspirin and plavix. Guiding catheter initially was a al.75-7 fr with sideholes. Guiding coronary angiograms demonstrated a 90% ostial right coronary artery lesion. There was also a 90% posterior descending lesion and a 70% posterolateral lesion. The ostium was approached first. Predilatation was performed with a 3.25 10mm cutting balloon for 10 atmospheres. The vessel was then stented with a 4.0 15mm different stent deployed at 18 atmospheres. High pressure inflation was then performed with a 4.5 15mm balloon, 20 atmospheres. Final result was 0% residual. Next, the posterolateral branch was approached. It was wired with a wire and attempt was made to dilate it with a 2.5 15mm balloon but this would not cross. Ultimately a 1.5 20mm balloon was crossed and inflations performed to 16 atmospheres distally and 12 atmospheres proximally. An attempt was then made to a 2.0 20mm balloon but this would also not cross. Finally with a 014 buddy wire this was crossed with a 2.0 20mm balloon, 2 inflations performed to 16 atmospheres. Further inflations were then performed with a 2.5 15mm balloon, 16 atmospheres. An attempt was made to pass an endeavor drug eluting stent but it still would not cross. Ultimately we had to switch guides to an al1.5 with sideholes and change wires to two guidewires, one for a working wire and one for a buddy wire. Inflations were performed with a 3.0 12mm balloon to 22 atmospheres. This appeared to relieve a napkin ring stenosis in the posterolateral branch and after this it was possible to deliver a 2.5 24mm endeavor drug eluting stent to the posterolateral branch and it was deployed at 16 atmospheres. High pressure inflation was then performed with a 3.0 12mm balloon for 20 atmospheres distally and proximally. Follow up angiograms reveal a residual stenosis with good flow distally into that posterolateral branch. The posterior descending artery was then wired with a wire. A 2.0 20mm balloon was passed into the posterior descending artery and inflated to 10 atmospheres. Attempt was made to pass the 3.0 balloon but it would not totally enter the posterior descending artery, however the origin of the posterior descending artery was dilated to 12 atmospheres. An attempt was then made to pass a 2.5 18mm endeavor but it would not cross. The endeavor balloon and stent were then pulled back and there was some difficulty withdrawing the endeavor stent and balloon back into the guiding catheter. Ultimately the stent was sheared off the balloon and could be seen inside the previously implanted vision stent in the ostium of the right coronary artery. A brief attempt was made to re-trap it with a 1.5 balloon over the wire through the undeployed stent and inflating the 1.5 balloon but it simply slipped back through the stent. The stent, however, could clearly be seen adherent to the other stent and it was therefore smashed into place with a 4.5 15mm balloon for 16 atmospheres. A 4.5 18mm stent was then placed over the endeavor drug eluting stent holding it into position against the previously planted stent. The stent was deployed at 16 atmospheres for 30 seconds. Follow up angiograms revealed a residual stenosis of 0% with the endeavor drug eluting stent captured against the wall. It was elected to stop at this point. During the first attempt to stent the distal posterolateral branch, the endeavor stent became damaged after withdrawing it back in the guide. The stent had to be thrown away. The patient tolerated the procedure well. Limited femoral angiography was performed and revealed adequate size lumen of the femoral artery with the sheath above the bifurcation. This was therefore felt suitable to be treated with closure device and a closure device was deployed without any complications.impression:1. Successful stenting of a 90% ostial right coronary artery stent to 0% with a 4.0 15mm stent sized up to 4.5.2. Successful stenting of a 70% distal posterolateral branch to 0% with a 2.5 24mm endeavor drug eluting stent sized up to 3.0 proximally.3. Unsuccessful attempt at stenting of a posterior descending artery. However, it was dilated to about a 30-40% residual with good flow.4. During attempt to withdraw an endeavor stent intended for the posterior descending artery, the stent was sheared off the balloon and lodged in the ostium of the right coronary. It was smashed into position in the side of the coronary wall with a 4.5 balloon and fixed there was a second 4.5 18mm stent inside the previously placed 4.0 stent.5. The posterior descending artery was reduced to 30-40% residual without a stent.6. Angioseal right femoral artery.plan:1. Patient will remain on plavix for at least a year because of his endeavor stent in the posterolateral branch.